Manufacturer narrative:
Product complaint # ==> (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. ¿ did the event occur during one or multiple procedures? *if this occurred in multiple procedures, - please confirm the number of patients affected by the alleged deficiency. - have any of these events been previously reported to ethicon? If yes, provide the respective reference number(s). - please create a new pc file for each patient/event. - how many devices demonstrated the reported alleged deficiency on each procedure? - please provide the account or the facility name. - please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager). H3 photo investigation summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photos shows a sales unit box with vcp9221h product codes, the lot # 1083je, expiration date 2025-04-30 and a empty winding former. The image is not clear to determine the failure mode or the reported condition. As the device was not returned, an analysis investigation could not be performed. Based on the photo review, the event reported is not confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. We value the opportunity to fully analyze the device upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. "D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. Additional h11: vcl+ vio 27in 0 s/a ash-35 (vcp9221h) : unknown vcl+ vio 27in 0 s/a ash-35 (vcp9221h) : lot/batch number: 1083je list any j&j products that were utilized during the case but did not contribute to the reported event. ## unknown *** was there any reported patient or user harm? ## no *** was there a significant delay? ## unknown *** if available, provide the product order number (po). ## sale order number: (B)(4) po clear consign: (B)(4). ***

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. During the procedure, the suture in this batch tends to detach from the needle during use. No adverse patient consequences were reported. Additional information was requested.